Event description:
It was reported that the patient received an end of battery life message on the remote control and was unable to connect to the ipg. The patient underwent an ipg replacement procedure. The explanted ipg was discarded by the medical facility.